Event description:
The threaded screw of the impactor broke during implantation of the stem. Another instrument was readily available, and the stem was implanted without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
Evaluation summary: the fractures in the threaded area were attributed to the user not properly seating and/or tightening the rod to the stem. Results of the engineering testing proved that if the device was seated properly to the stem, the device would withstand the forces of impacting.